Manufacturer narrative:
Multiple attempts have been made on 07aug2025, 21aug2025, 07sep2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dark when the device powered on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the screen was dark when the device powered on. The remote service engineer (rse) advised the customer on the difference between a first-generation liquid crystal display (lcd) and second-generation lcd and informed the customer of the options to upgrade the lcd. The customer ultimately requested the parts identification (ID) for the second-generation user interface (ui) assembly, and the rse provided the customer with the part number for repair. This investigation is ongoing.